Event description:
It was reported that there were issues with battery depletion, overheating pumps, wake button problems, and an unresponsive touchscreen. There was no adverse impact on the customer¿s blood glucose level. The patient declined further troubleshooting, and no additional corrective action was taken.